Event description:
The account generated positive architect troponin-I results on a patient that did not agree with the patient clinical history. The patient tested architect troponin-I of >1.0, 0.8 ng/ml (lab cutoff of 0.30 ng/ml for ami). A second specimen was obtained from the patient which tested axsym troponin-I adv of 0.0, <0.16 (lab cutoff of 0.40 ng/ml) but tested architect troponin-I of 0.86 ng/ml. The positive architect troponin-I results were reported outside of the laboratory. No impact to patient management was reported.

Manufacturer narrative:
Evaluation: investigation in process, no method, results or conclusion code can be chosen at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Evaluation - a review of the complaint data was performed to assess the performance of the assay. The complaint activity was normal for the issue under investigation. The investigation determined that the architect stat troponin-I reagent is performing as intended and meeting its safety, effectiveness and label claims. The investigation team reviewed customer complaints to determine if others have experienced the issues encountered at the customer facility. The review of this data did not identify an increase in complaint activity for the issue the customer observed. The investigation team performed accuracy testing which evaluates the ability of the architect stat troponin-I assay to provide accurate results in a portion of the dynamic range. Six replicates each of an in-house panel were tested. The panel is material which was spiked with known concentrations of troponin. Acceptance criteria were met, all six of the panel replicates were within the specification of 0.22-0.42 ng/ml. Although the investigation team cannot provide a specific reason why the customer experienced this issue, we would refer to the architect stat troponin-I reagent package insert sections: specimen collection and preparation for analysis and limitations of the procedure. No deficiency identified.

Event description:
Info received indicates casters on the foot end of the stretcher are not holding when the brake is set.